Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose with values of 25 mg/dl, 30 mg/dl, and 20 mg/dl at the time of the incidents. The caller states that the lows are mostly from midnight to 4 am. The customer was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump was over-delivering insulin. Caller also complained of sensor glucose versus blood glucose differences, high blood glucose, and was threatening to get a lawyer if their pump was not replaced. The insulin pump will be returned for analysis.